Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 9/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3. Investigation summary: the product was returned to ethicon for evaluation. One detached needle and one needle-suture piece were returned for analysis. Product code vr2279. During the visual inspection of the sample, the swage area and the edge were noted with marks probably caused by a surgical instrument. Furthermore, a portion of the suture to be still attached to the barrel hole. And consequently, the suture had been cut near the swage area. Besides that, the extremes of the suture piece were noted to be cut likely caused by a surgical instrument. Furthermore, body fluids were also observed on the strand the product code vr2279 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 7/31/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? No. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Several problems: breakage at the exit of the packaging, breakage at the time of making the knots. Could you kindly provide the lot number, please? Av9719, av6554, av9659, av8339. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that there were wire breakage issues. There were no patient consequence reported. Additional information was requested.